Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during insertion was confirmed. One .032" diameter guide wire, dilator, and cs-15122-f lidstock were returned. The customer also provided a photograph of the components inside a plastic bag. The returned guide wire was bent in the center of the guide wire body. A manual tug test confirmed that both welds remain intact and the wire feels typical. Microscopic examination confirmed that both welds appear full and spherical. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 683 +/-4 mm. The guide wire length was measured at 683 mm. The outside diameter measured .796 mm. Both measurements met specifications. The returned dilator had a bend in the dilator body near the distal end. The guide wire was inserted through the dilator without resistance. The instruction booklet provided with cs-15122-f kits, and instruction booklet provided with cs-24703-e kits, describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Based on these findings, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: sample was originally received under MDR # 1036844-2016-00126. When follow up information was received a new complaint was entered for the guide wire received as it did not match the product # of the previous MDR submitted.

Event description:
It was reported that during insertion in nephrology, the guide wire kinked. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The physician complained that the dilators are too soft and kink easily. Additional information: the customer first used cs-15122-f kit to perform the procedure, and the guide wire kinked. However, he did not have single-packed guide wire around, "so he opened cs-24703-e and took the guide wire to complete the procedure. Regret that the second guide wire also kinked".